Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 180 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however; the alleged touch screen issue could not be verified.